Manufacturer narrative:
Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20572. Reference MFR. Report# 1627487-2015-20582. Reference MFR. Report# 1627487-2015-20583. It was reported the patient experienced infection ( site of infection unknown). As a result, the scs system will be explanted at a later date. It is unknown which device is involved in allegation. Therefore, all the suspected devices are being reported. The patient received four occipital leads (off label) with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report# 1627487-2015-20572, reference MFR. Report# 1627487-2015-20582, reference MFR. Report# 1627487-2015-20583. Further follow up received identified the scs system was explanted on (B)(6) 2015. Additionally, it was reported the patient had an infection at the lead site and was on oral antibiotics. As of (B)(6) 2015 the infection was resolved.